Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bicuspid aortic annulus, the valve dislodged from the targeted location and was left implanted in the descending aorta. An attempt was made to implant a second transcatheter bioprosthetic valve, but it too dislodged from the targeted location. The second valve was left implanted in the ascending aorta. A third transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)